Event description:
It was reported that the patient was recently implanted and developed an infection at the lead incision sites. Symptoms of drainage or pus from the thoracic incision site, fever and stiff neck were noted. The infection was not procedure related and the cause was unknown. The patient had the wound cleaned out, however, was not feeling well. The patient was placed on antibiotics and underwent a lead explant procedure. The explanted leads will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7085196.